Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. Smart chip verification indicated that the catheter was not used. The reported catheter insertion issue has not been confirmed through testing, however the catheter failed the performance test due to system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). Dissection / pressure tests showed a guide wire lumen kink at 2.32 inches proximal from the tip and also revealed a guide wire lumen breach at 2.32 inches from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the user was unable to insert the catheter through the hemostatic valve of the sheath. The sheath was replaced without resolve. The catheter was changed and the user was able to introduce the new catheter into the sheath. The cryoablation procedure was completed. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a guide wire lumen breach. Reportable based on analysis completed on 08/28/2014.